Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponinies result was obtained from a single patient sample when using vitros troponinies (tropi es) reagent lot 5880 on a vitros xt 7600 integrated system. Patient 1 vitros tropies result of 0.806 ng/ml versus the expected result of 0.015 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropies result was reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported result. The physician questioned the initial result and results obtained from the other samples drawn from the patient were provided to the physician. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin es result was obtained from a single patient sample when using vitros troponinies (tropies) reagent lot 5880 on a vitros xt 7600 integrated system. The assignable cause of the non-reproducible higher than expected patient sample result could not be determined..there were no issues reported with the qc fluids processed at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay. The ortho tsc reviewed the customers historical qc results for vitros tropies lot 5880 and determined them to be within expectations. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 5880 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. Within run precision testing performed around the time of the event indicated acceptable instrument performance. It was not possible to determine if the customer was following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropies reagent lot 5880.